Event description:
It has been reported to philips that after contrast agent was injected into the patient, the device could only perform low-dose area fluoroscopy and the patient's contrast area could not be fully examined. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-06347. This complaint will be closed as duplicate.